Event description:
Baxter (B)(4) received a report that (4) four half day infusor pumps did not flow during patient use. This is report 2 of 4 and will reference a sample which is unavailable. It is unknown with what the device was filled. There was no report of patient injury or medical intervention. No additional information.

Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted

Manufacturer narrative:
(B)(4). The sample evaluation could not be conducted due to sample unavailability. Therefore, the root cause cannot be determined. Batch review was conducted and the lot met the releasing criteria. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.